Event description:
Adverse event(s): "no pt injury" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed during set up. The nurse recycled power which cleared the system message. The nurse then attempted to prime the fragmatome handpiece and received two system messages. The fragmatome handpiece was unplugged and reconnected and cleared the system messages. The system functioned with no further problems. No pt injury was reported.

Manufacturer narrative:
The nurse called the company technical support specialist (tss) to assist with troubleshooting the system. The tss advised the nurse to recycle power and unplug and plug the fragmatome handpiece. The system messages cleared and no further problems were reported. The facility did not request service. No samples were returned for eval. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. (B)(4).